Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device successfully delivered one shock. However, when attempting to deliver subsequent shocks the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device history log observed one initial successful shock and during 2nd shock attempt, the device prompted a general defib fault 3 times in 26 seconds span. The general fault does not appear to be a hard failure with device based on the device log and the testing performed with the device at zoll. The battery used at the time of the event was not provided as part of the investigation. Analysis of reports of this type has not identified an increase in trend.